Event description:
A medwatch report # (B)(4) concerning an event was rec'd stating that "ventilator was found to be autocycling. The infant pt was removed from the ventilator and ventilated with a neo puff. Staff attempted to troubleshoot the ventilator w/o resolution. The ventilator was changed out, with similar results of autocycling. Staff and supervisor attempted to troubleshoot the ventilator, w/o a change in results. Infant continued to be neo puff ventilated and became extubated. Per the physician, the infant was reintubated by a respiratory therapist (rt). The dr. Then electively chose to extubate the pt. To continue with the admission process and was placed on a nasal cannula (nc). A second ventilator was obtained and placed on the pt. Ventilator has been pulled and had been disposed of. A new pt circuit placed on the ventilator and its operation was verified by rt. Ventilator was removed and reset for testing. Pt remains stable on high flow nc 21%. Biomedical engineer has tested the device, no problems were found and the unit was returned to service." (B)(4).

Manufacturer narrative:
(B)(4).